Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported that their ins battery has not worked in over a year. Patient said his ins is located in his stomach (and not in his back b/c he used to ride motorcycles) and without the therapy working his quality of life has gone from about a 9 down to a 2 because he can barely even walk. Caller was redirected to the healthcare provider (hcp). Physician listings were sent. Patient wanted a battery replacement.